Event description:
The device was used during a right hemi-colectomy. Reportedly, the staples on one side did not form. The staples on the other side formed correctly and the knife transected. No patient injury was reported.